Event description:
Reporter noted posterior caspule tear occurred at end of I/a when released footswitch wouldn't vent properly. Had to release iris from tip with another instrument. Unbale to implant lens. Anterior virectomy performed.

Manufacturer narrative:
H-10: subsequently rec'd FDA form 3500a from customer. This report was mailed in to FDA on; 05/27/1998.